Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03482. It was reported that during implant procedure on (B)(6) 2019, patient had breathing problem and stopped breathing. Physician reported that it was unrelate to the device and was able to get the patient under control. The ipg was opened and got contaminated. A new ipg was implanted and procedure was completed. Procedure was extended for 15 minutes due to the reported issue. Effective therapy was restored post operatively.